Manufacturer narrative:
The returned device was evaluated. External visual inspection showed no damage. The device was able to power on using ac power but failed to power on via battery power. The device was able to obtain readings and alarmed audibly and visually under alarm conditions. Spo2 and pulse rate accuracy testing was performed and no product performance issues related to measurement accuracy were identified. Internal inspection showed the customer's battery voltage had arrived substantially depleted. The system board design does not allow the battery to charge once it is substantially depleted. A service history record review reveals that this unit was in the field for over four (4) years with no previous reported issues related to this reported event.

Event description:
The customer reported the readings are erratic and inaccurate. Also the battery is not holding a charge. No patient impact or consequences were reported.